Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain, and fever. On the same day, the patient was hospitalized for the events. Treatment for the events was not reported. On an unreported date, the patient was discharged from the hospital. Action taken with pd therapy at the time of this event was not reported. On an unreported date, the patient recovered from the cloudy effluent. No additional information is available.

Manufacturer narrative:
On the same day as the onset, began treatment with cefotaxime (1000 mg/ 2 liters, every exchange and route not reported) for cloudy effluent. Nine days later, treatment with cefotaxime was discontinued and on the same day, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.